Event description:
It was reported that the asymptomatic patient presented for a routine follow up. Upon interrogation, the pulse generator exhibited premature battery depletion. On (B)(6) 2015 the device was explanted and replaced.

Manufacturer narrative:
(B)(4).